Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported that the device was no longer communicating and had entered disconnected mode. A field service engineer (fse) investigated and found out that it had replaced a network switch the previous day, which caused the station to go offline. Extensive troubleshooting was performed with it, including temporarily replacing hardware components such as the communication sled, docking station assembly, and touchscreen, but the issue persisted. Ultimately, the network adapter for external connections was deleted in windows, which resolved the problem. Service was restored, and the device was tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.